Event description:
It was reported that the user experienced a low blood glucose of 54 mg/dl in the setting of sensor issues that prompted a sensor replacement; troubleshooting and education were completed, and fingerstick glucose increased to 73 mg/dl after oral carbohydrate intake. Investigation of this case revealed no confirmed device malfunction and a probable transient sensor issue, with glucose recovered following oral carbohydrate treatment. Symptoms included irritability associated with hypoglycemia. Outcomes included resolution without need for emergency care or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.